Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A new cartridge was loaded to address the event; however, no insulin was seen exiting the cartridge tubing or infusion set tubing during the fill tubing step. Reportedly, the tubing was changed, insulin was seen exiting the tubing, and insulin delivery was resumed. There was no reported impact to blood glucose.